Event description:
It was reported that the centrimag console was once again alarming with b1 codes. This unit had been sent in multiple times with no resolution as the alarms keep coming back. The customer wanted to send the unit in for evaluation and requested that a deeper dive be taken into the root cause of this issue. The center would perform a battery maintenance process when the b1 codes would appear and would pass and clear the alarm. The b1 codes would eventually come back. There was no patient involvement for this particular incident. This alarm code came up while practice priming a circuit for a new orientee. Related MFR 2916596-2024-06360 covers previous b1 alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a b1: battery module alarm was confirmed via the log file. The log file captured a b1: battery module alarm on (B)(6) 2025, and the system was not in patient use at this time. The alarm cleared within approximately 1 minute. The console was then power cycled a few more times throughout the remainder of the data. The alarm did not reoccur, and no other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot. The console functioned as intended throughout all testing, and the console¿s internal battery passed several battery maintenance tests. Atypical events and alarms were unable to be reproduced throughout all testing. Due to the nature of the reported alarm, and the reoccurrence of the alarm in past events, the console¿s internal battery, smart power supply (sps) printed circuit board (pcb), and resistor preassembly were all replaced with new assemblies. Then, battery maintenance tests were then performed several more times, and all battery maintenance tests passed. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including b1 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.